Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted no irregularities. The device was put through and passed, tvt, a series of automated tests which verified functionality, and therapy delivery. The device casing was opened and the hybrid was disassembled from the pulse generator. Microscopic visual inspection inside shows no damage and the c204 and c205 have no visible cracks. The battery voltage prior to battery removal was 2.65v. The battery was then isolated and a power supply at 3.25v was connected to the hybrid. The hybrid current at factory mode before capacitor bypass (itotal) was 10.0ua. The device and battery behavior match that of units that reach elective replacement indicator/end of life eri/eol prematurely due to a higher than expected cell impedance increase.

Manufacturer narrative:
Detailed analysis is being performed on this device. Upon completion of analysis, this report will be updated.

Event description:
Boston scientific received information that this device did not pass a portion of the returned products testing, suggesting a possible performance issue.